Event description:
The facility alleges the skin staplers are jamming. It is unknown this condition is occurring. No patient injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by manufacturer. The actual device from the procedure will not be returned for evaluation. The reported condition was investigated and corrective actions have been implemented as of january 31, 2007.